Manufacturer narrative:
A review of the instrument images from the plate revealed that there seems to be a clot in the test well. The operator manual states "samples containing clots cannot be tested on the galileo." The testing was repeated in tube and on the galileo; it typed as a a positive on by both methods. The instrument operated as expected.

Event description:
Customer reported an abo mistype on a patient sample using the fwd_abo assay on the galileo. The sample is historically an a positive and typed as a ab positive on the galileo.